Manufacturer narrative:
Email attempts were made on december 3 and december 21, 2021, to clarify the comments provided on the jada experience survey form and obtain the lot number, but no response has been provided as of the date of this summary. We do not have all the details of this event. Typically, d&c is performed in the presence of pph if there is continued bleeding due to retained products of conception and/or large clots. We are unaware if clots or retained products were present in this event, if efforts were made to remove blood clots prior to jada insertion, if an ultrasound was conducted while jada was in place and if that is how they determined there were clots/ retained products or if they noted any clots/retained products after they removed the jada device, whether they needed to do a d&c to control her pph after jada was removed, and if the d&c stopped the pph. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." As we are unable to rule out the use of jada in contributing to the need to treat the patient with a d&c, we are reporting this as a MDR in an abundance of caution.

Event description:
Alydia health employee received a jada experience survey that reported, "jada did not stop the abnormal post-partum bleeding" and noted, "patient went to the or (operating room) for a d&c (dilatation and curettage)" in the area on the survey designated for feedback when jada did not stop the bleeding. The event date for this survey was noted as (B)(6) 2021, and the survey was received by (B)(6) on november 26, 2021. The information provided for this event is limited and states that the patient is multiparous, has gestational hypertension and had a scheduled cesarean section (c-section) delivery. This patient's postpartum hemorrhage (pph) started within one hour after delivery (a categorical checkbox) and the amount of blood loss was listed as 2429 ml prior to jada use. The survey indicates that prior to using jada, this patient's pph was treated with hemabate (1 unit), cytotec 1000 mcg, and txa (1 unit). The survey states that 50 ml of blood was evacuated with jada. There is missing information on this survey, including no answer about how long jada was in place or how much sterile fluid was placed in the cervical seal. This jada experience survey does not have any other information than what is summarized above.